Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to lead noise observed during prior follow-up compatible with suspected lead damage. A similar system was implanted in its place. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noted a small dent on the bottom corner of the high voltage capacitor side of the device, this was thought to have happened after the device was received at boston scientific. The device displayed no tones and no telemetry. The device was received with 60% to elective replacement indicator (eri) according to episode files in memory, it's likely the drop caused damage making the device non communicative. Associated lead was confirmed for fracture, no further analysis performed on the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to lead noise observed during prior follow-up compatible with suspected lead damage. A similar system was implanted in its place. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noted a small dent on the bottom corner of the high voltage capacitor side of the device, this was thought to have happened in the field. The device displayed no tones and no telemetry. The device was received with 60% to elective replacement indicator (eri) according to episode files in memory, it's likely the drop caused damage making the device non communicative. Associated lead was confirmed for fracture, no further analysis performed on the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to lead noise observed during prior follow-up compatible with suspected lead damage. A similar system was implanted in its place. Besides intervention, there were no other adverse patient effects reported. Device return is expected.